Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: enterobacter cloacae other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg service department checked the subject device and found the following: the light guide lens was foggy. The insertion tube was squeezed at several places. The exact cause of the reported event could not be conclusively determined.